Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic lower anterior resection. When the handle was squeezed the second time at the first firing, the doctor heard a cracking sounds then the device got stuck. Both the egiaustnd and the egia60amt were replaced, but again the doctor heard a cracking sounds upon squeezing the handle the second time. Add'l replacements for both egiaustnd and egia60amt were opened, but the doctor found the handle could hardly be squeezed, and it could not fire at all. In the final attempt to use the device, only the egia60amt was replaced; the doctor still had difficulty in squeezing the handle, and the stapler stopped firing in the middle (of the sulu). It was not reported whether reinforcement material was used with the stapling device. The case was completed using a competitive device with no problems. It was reported that there was add'l tissue resection as a result of this event. It was also reported that there was no patient harm. The physician stated that the tumor was larger as the patient had been treated with chemotherapy.